Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018. The customer's current blood glucose is 399 mg/dl and the current blood glucose level was 146 mg/dl. The customer was treated by fluids and manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the insulin pump was in auto mode during insulin delivery. Based on customer report customer does not allege the insulin pump was under delivering. The insulin pump will not be returned for analysis.